Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a prp injection procedure on (B)(6) 2021, the device appeared to have an air leak within the cassette, and the blood did not properly separate during spin; no prp entered the syringe, it became mixed in the ppp and rbc pouches with some blood remaining in the disk after the spin. No additional incisions were made to the patient, and the procedure was completed by using ppp instead of prp.